Event description:
A malfunction alarm was reported by the customer, identified with a specific code and fault ID. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The malfunction code was resettable, and the customer received assistance from technical support in resetting the malfunction on a separate case issue. No additional information was received regarding further outcomes or actions taken.